Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection was reported. Data was provided for investigation but does not reflect the alleged device. Confirmation of the complaint was undetermined via data. The root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.